Manufacturer narrative:
Device is a combination product.

Event description:
It was reported via voluntary medwatch # (B)(4) that the patient died. Prior to the procedure the patient was at a rehab facility were she was experiencing nausea and vomiting, which later on developed heaviness of arms and chest. An ambulance was called and the patient was transferred to the hospital. During cardiac catheterization, a 3.50 x 38 synergy drug-eluting stent was deployed in the left anterior descending artery (lad). Post-deployment, the wire was able to be removed; however, the delivery balloon was stuck in the in-stent restenosis of the previously deployed stent in the proximal lad which likely under expanded. A new wire was attempted to be advanced but could not pass the balloon which was in the lad. The physician pulled the delivery balloon hard and the shaft broke with balloon still stuck in the lad stent. The patient had a pulseless electrical activity (pea) arrest and a long samurai wire was used and formed a snare through the guide catheter to retrieved the stuck balloon and its shaft. No fragments were left inside the body afterwards. However, the patient coded and was unable to be resuscitated. The patient died. Suspected cause of death was myocardial infarction. Autopsy as not done.

Manufacturer narrative:
Device is a combination product. The synergy device was not returned for analysis. The site provided a device photo which revealed that the shaft polymer extrusion was severely damaged, stretched and broken. Brownish media resembling blood was observed inside the balloon body and on the shaft polymer extrusion shaft. The balloon appeared to be torn longitudinally.

Event description:
It was reported via voluntary medwatch # (B)(4) that the patient died. Prior to the procedure the patient was at a rehab facility were she was experiencing nausea and vomiting, which later on developed heaviness of arms and chest. An ambulance was called and the patient was transferred to the hospital. During cardiac catheterization, a 3.50 x 38 synergy drug-eluting stent was deployed in the left anterior descending artery (lad). Post-deployment, the wire was able to be removed; however, the delivery balloon was stuck in the in-stent restenosis of the previously deployed stent in the proximal lad which likely under expanded. A new wire was attempted to be advanced but could not pass the balloon which was in the lad. The physician pulled the delivery balloon hard and the shaft broke with balloon still stuck in the lad stent. The patient had a pulseless electrical activity (pea) arrest and a long samurai wire was used and formed a snare through the guide catheter to retrieved the stuck balloon and its shaft. No fragments were left inside the body afterwards. However, the patient coded and was unable to be resuscitated. The patient died. Suspected cause of death was myocardial infarction. Autopsy as not done.